Manufacturer narrative:
The insulin pump received with blank display followed by an unexpected constant audible alarm due to corroded electronic and motor assemblies. Analysis was unable to verify history check failed, software error or excessive no delivery alarms due to blank display. The pump was received with broken battery tube threads. The pump was received with cracked case at lcd window corners and reservoir tube lip. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm, history check failed, software error, and audio beep anomaly. The blood glucose at the time of the incident was 114 mg/dl. The customer called in with the no delivery alarm , followed by the history check failed alarm and now the software error alarm and a constant tone. Troubleshooting was performed and was able to clear the software error alarm. However the software error alarm reoccurred. The device will be returned for analysis.